Event description:
It was reported that in preparation for a carotid artery stenting procedure, a stent dislodgment occurred outside the pt. The carotid wallstent 8.0 x 21mm was unable to be advanced on the filter guide. The stent was dislodged from the delivery system when advanced through the guide. The procedure was completed with another of the same device. No pt injuries or complications were reported. The pt's status is reported as "stable."

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.